Event description:
The patient reported the implantable neurostimulator (ins)/therapy was turning off/had turned off unexpectedly by itself. She had high density settings programmed around (B)(6). She charged every day or every other day. At some point during the day, stimulation turned off. When she checked the device with her patient programmer (pp), it showed the ins was 1/2 full and she was able to turn stimulation on. There was no trauma/falls reported that could be related to this issue. The patient did not know what they were doing when they felt the stimulation turn on/off. She has been tracking it and it would happen at random times and there was not a pattern. It was not related to positional movement. The patient did not have scheduled therapy. During these events, the patient confirmed the ins status with the pp correctly; the stimulation was turning itself off when it should have been on. The patient would, then, turn stimulation back on. The ins battery depletion was not the cause of stimulation turning off. It was not confirmed if adaptive stimulation was on or off. There were no error codes. The occurrence of the device turning off was stated to be a few times per week, however, it was also reported to occur weekly. Using a clinician programmer, no anomalies were found. Impedance was 800-900 ohms range. It was suggested to maintain a journal of the on/off incidents. Troubleshooting was not possible at the moment, but the manufacturer representative was to send a data file in, once the representative met the patient next. The indication for therapy was spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient had no symptoms, and just had to frequently check to make sure the device was still on and working since the patient used high density (hd) mode most of the time. Steps taken to resolve the issue included the patient keeping a log, touching base with ¿her¿ on (B)(6) 2016, and then see where/what the next step would be. The issue of the device turning off had not been resolved as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.